Event description:
Spiros cap cracked and started leaking chemotherapy when attached to chemo. Leaked approximately 4 ml. Blue c-clamp extremely difficult to close. Hemostats needed for closure. Pharmacy notified and decided to re-make chemo. All chemo spill was contained on sterile field. This is all the information we have available.